Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the self-adhesive on the infusion set is defective and the cannula came out of the customer's skin. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.